Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported balloon rupture and separation was confirmed. The reported difficult to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and subsequent patient effects appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the aorta. The 14 mm / 40 mm armada 35 balloon was advanced to the distal aorta and inflated once to 4 atmospheres at which time the balloon ruptured. Resistance was felt during retraction of the ruptured balloon from the anatomy and when it reached the level of the sheath could not be pulled in the sheath which resulted in the balloon splitting in half leaving a separated balloon segment in the patient anatomy. The patient underwent a surgical cutdown to retrieve the separated balloon segment successfully. There was a clinically significant delay in the procedure. No additional information was provided.